Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope twice within a two hour period. A remote interrogation was performed which did not reveal any issues with the device. The cause of the syncope remained unknown and the system remains in service. The field representative noted that she was not called for a follow up interrogation. No additional adverse patient effects were reported.